Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified "immediately after surgery the testicular pain became apparent. The physicians first suggestion was another surgery to reopen the scrotum because they thought there might have been a better location for placement of the pump." The inflatable prosthesis was removed and a malleable was implanted.